Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the motherboard. At comm board and the workstation memory battery. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system would not make exposures. It appears that the problem is an incomplete boot of the workstation. Another system was used for the case. There was no report of patient injury.